Event description:
Additional information was received indicating this device was replaced due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had shock impedances greater than 200 ohms. Capture thresholds were also noted to be high. The rv lead was surgically abandoned and replaced. This ICD remains in service with the patient's new rv lead. No additional adverse patient effects were reported.